Event description:
During an incident in 2002 patient in cardiac arrest, this defibrillator prompted "check electrodes" and would not move into the analyze mode. The crew checked the electrodes twice and changed the battery but the unit still prompted "check electrodes." Upon arrival, the initial crew was performing CPR. After this crew was unable to defibrillator the patient, CPR was continued until a medic crew arrived and started als treatment. The medic report documents 2 shocks were given to a vfib rhythm, the patient then became asystolic and medications were given but the patient remained asystolic and was pronounced at the scene via telemetry. The reporting crew received the call at 10:59, the medic crew's first patient assessment was 11:12 and the patient was pronounced at 11:32.